Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the femoral arterial access in a 78-year-old female patient for the indication of protected percutaneous coronary intervention (pci), presenting in society for cardiovascular angiography and interventions (scai) stage a shock. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. After transfer to the ICU, during support it was reported that there was oozing from multiple vascular access sites, including both the impella access site and an additional 8 french percutaneous coronary intervention access site in the contralateral groin. It was noted that the patient required transfusion of one unit of packed red blood cells, it was noted "most likely due to oozing groins." The contralateral access site demonstrated greater oozing compared to the impella access site. The activated clotting time (act) at the time of the bleeding event was reported as 173 seconds. It was noted that contributing factors listed noted that the patient would not remain "still in bed." The patient was successfully weaned from impella cp support and the device was explanted.